Event description:
It was reported to philips that the system was unable to boot, and was unresponsive. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the software was corrupted. To resolve the issue, the fse reloaded the software. After reloading the software, the system was returned to use in good working order.